Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not "seeding correctly," scissoring over the vessel. There were no patient consequences. Case completed with the same device as clips eventually forming correctly.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: did clips just scissor or was there another issue with clips during procedure as you wrote in your event description, "clips were not seeding correctly?" Please provide additional details regarding this issue if it was a separate issue from scissoring?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition and partially cycled. In an attempt to replicate the reported incident, the cycle was completed and in the next actuations three clips were ejected and four clips were formed as intended. The instrument locked out as intended. The device was disassembled in order to evaluate the condition of the internal components and upon inspection, the tab from the clip track was noted to be damaged; this condition led the clips to be ejected. No conclusion could be reached as what may have caused the clip track damage. The device record was reviewed and no anomalies were noted during the manufacturing process.